Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 419 mg/dl and 418 mg/dl at the time of incident. Customer¿s current blood glucose value was 381 mg/dl. Customer had a symptom like headache. Customer stated that they feel ok to troubleshooting for high blood glucose. Customer was not alleging the insulin pump. Customer was not in emergency not admitted. The insulin pump will not return for the analysis.